Event description:
Complainant alleged that the medics were responding to a call for a pt in cardiac arrest. The pt applied the pads to the pt who was presenting a ventricular fibrillation heart rhythm. When the device was powered on, the screen displayed a "check electrodes" error message. The medics checked all connections and the electrodes, and all appeared securely attached, but the device continued to display the same message. The medics then changed to another pair of electrodes and the device defibrillated the pt. The complainant indicated that the pt subsequently expired, but that the pt outcome was not as a result of the reported malfunction. The second set of pads were quickly applied and there "was little time lost."